Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. Insulin pump passed the self test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test.

Event description:
Customer's son reported via phone call that the plastic around the reservoir was broken. Reservoir could not hold in the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.